Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was seeing a power on reset (por) message. When asked what they were doing at the time the por was seen the patient indicated they didn¿t recall anything. The patient reported having a gradual return of symptoms about a month ago for bladder incontinence and urge frequency, but they didn¿t think anything of it because they were drinking more water. When asked if there were falls or trauma related to the issue the patient indicated that they fell all the time, but they had always fallen, and they hit their head. The patient also reported a recent x-ray that could be related to the issue. The patient was redirected to their healthcare provider. No further complications were reported.